Manufacturer narrative:
The event is currently under investigation. The device history records are being reviewed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent system would not go through the 6 f sheath. Reportedly, the device was retracted from the guidewire with ease and another stent system was used with the same sheath to perform the procedure.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. During the evaluation of the returned sample the reported failure to advance the device through an introducer sheath could not be confirmed. The delivery system was found in good condition without visible deficiencies. No defect or damage was found which may have led to the reported event. During the performed test, the delivery system could be inserted and advanced through a 6 f introducer sheath successfully. Potential factors which may have contributed to the reported event have been considered. Previous investigations of similar complaints have been reviewed. The reported event may be associated with the use of a wrong sized or damaged introducer sheath. Also the reported event may be related to rough handling of the device. On the basis of the information available, a definite root cause could not be determined. The IFU states: "if resistance is met during delivery system introduction, the system should be removed and another system should be used." Also the IFU states: "always use an introducer sheath for the implant procedure to protect the vasculature and the puncture site. A 6 f (2.0 mm) or larger introducer sheath is recommended."